Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via a change in the intrinsic morphology. The device sensing vector has now been reprogrammed from the primary vector to the alternate vector. There were no additional adverse patient effects. The device remains implanted.